Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure of 12 atmospheres was applied in an attempt to inflate the balloon. The balloon was inflated without issue. A visual and microscopic examination observed no damage to the tip, or blades. All blades were present and fully bonded to the balloon surface. The balloon dilation catheter was inspected and damage was observed on the hypotube which was kinked at 142mm from the hub. The midshaft also kinked at the guidewire exit port and at 13 mm proximal to the guidewire exit port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected to treat the target lesion. During the procedure it was noted that the balloon ruptured. There was no issue noted upon removal of the device, it was simply pulled out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/4.00 flextome¿ cutting balloon¿was selected to treat the target lesion. During the procedure it was noted that the balloon ruptured. There was no issue noted upon removal of the device, it was simply pulled out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.